Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('heavy bleeding') and device dislocation ('migration of essure device') in a female patient who had essure (batch no. C49142) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain") and coagulopathy ("blood or heart disorder/ condition type: blood clotting"). The patient was treated with surgery (future removal). Essure was removed. At the time of the report, the menorrhagia, device dislocation, pelvic pain, abdominal pain and coagulopathy outcome was unknown. The reporter considered abdominal pain, coagulopathy, device dislocation, menorrhagia and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-mar-2020: follow up received from social media. Reporter was added. Patient demographics added. Lot number was added. Essure insertion date was added. Events menorrhagia, pelvic pain female, abdominal pain, device migration, coagulopathy were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage'), menorrhagia ('heavy bleeding') and device dislocation ('migration of essure device') in a 35-year-old female patient who had essure (batch no. C49142) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: mirena from 2012 to (B)(6) 2014. On an unknown date, the patient had essure inserted. In (B)(6) 2016, the patient experienced pelvic pain ("pelvic pain"), vaginal haemorrhage ("abnormal bleeding (vaginal )") and back pain ("back pain"). On (B)(6) 2019, the patient experienced abdominal infection ("abdominal infection"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), coagulopathy ("blood or heart disorder/condition type: blood clotting") and menstruation irregular ("irregular periods"). The patient was treated with surgery (future removal and hysterectomy (partial),). Essure was removed on (B)(6) 2019. At the time of the report, the device breakage, device dislocation, abdominal pain, coagulopathy and abdominal infection outcome was unknown and the menorrhagia, pelvic pain, vaginal haemorrhage and menstruation irregular had resolved. The reporter considered abdominal infection, abdominal pain, back pain, coagulopathy, device breakage, device dislocation, menorrhagia, menstruation irregular, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6)2016: total bilateral occlusion. Lot number: c49142 manufacture date: 2014-04 expiration date: 2017-04. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-jun-2020: fu 4 and 5 processed together. Pfs received- new event device breakage, abnormal bleeding (vaginal ), abdominal infection, irregular periods were added. Reporter information, medical history and lab data were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage'), heavy menstrual bleeding ('heavy bleeding'), device expulsion ('migration of essure device / coil migration uterus cavity') and pelvic inflammatory disease ('small quantity of fluid with inflammatory change within the pelvis') in a 35-year-old female patient who had essure (batch no. C49142) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included anxiety, mood disorder, breast cancer, cyst nos, bipolar disorder, menorrhagia, dysmenorrhea, endometrial thickening, ovarian cyst, dyspareunia, fatigue, bloating, libido decreased, back pain, cervicitis, nausea, chills, headache, migraine, fever and genital bleeding. Previously administered products included for an unreported indication: mirena from 2012 to (B)(6) 2014. The patient also had a family history of breast cancer. Concomitant products included depo-provera, hydroxyzine from (B)(6) 2018 to (B)(6) 2019, lisdexamfetamine mesilate (vyvanse) since b)(6) 2018, phentermine hydrochloride;topiramate (qsymia) from (B)(6) 2018 to (B)(6) 2019 and topiramate since (B)(6) 2018. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). In (B)(6) 2016, the patient experienced heavy menstrual bleeding (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), vaginal haemorrhage ("abnormal bleeding (vaginal )") and back pain ("back pain"). On (B)(6) 2019, the patient experienced abdominal infection ("abdominal infection"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic inflammatory disease (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), coagulopathy ("blood or heart disorder/condition type: blood clotting") and menstruation irregular ("irregular periods"). The patient was treated with surgery (future removal, hysterectomy with bilateral salpingectomy/colpopexy; cystoscopy and tlh, bi-s, colpopexy; cystoscopy). Essure was removed on (B)(6) 2019. At the time of the report, the device breakage, device expulsion, pelvic inflammatory disease, abdominal pain, coagulopathy, abdominal infection and back pain outcome was unknown and the heavy menstrual bleeding, pelvic pain, vaginal haemorrhage and menstruation irregular had resolved. The reporter considered abdominal infection, abdominal pain, back pain, coagulopathy, device breakage, device expulsion, heavy menstrual bleeding, menstruation irregular, pelvic inflammatory disease, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy added: as per pif product in place where the essure is removed in (B)(6) 2019. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: total bilateral occlusion; on 10-feb-2016: result- no spillage was seen from the tubes. Lot number: c49142 manufacturing date: 2014-04. Expiration date: 2017-04. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic inflammatory disease. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 28-may-2021: quality safety evaluation of ptc we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage'), heavy menstrual bleeding ('heavy bleeding') and device expulsion ('migration of essure device / coil migration uterus cavity') in a 35-year-old female patient who had essure (batch no. C49142) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included anxiety, mood disorder, breast cancer, cyst nos and bipolar disorder. Previously administered products included for an unreported indication: mirena from 2012 to (B)(6) 2014. Concomitant products included depo-provera, hydroxyzine from (B)(6) 2018 to (B)(6) 2019, lisdexamfetamine mesilate (vyvanse) since (B)(6) 2018, phentermine hydrochloride;topiramate (qsymia) from (B)(6) 2018 to (B)(6) 2019 and topiramate since (B)(6) 2018. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). In (B)(6) 2016, the patient experienced heavy menstrual bleeding (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), vaginal haemorrhage ("abnormal bleeding (vaginal )") and back pain ("back pain"). On (B)(6) 2019, the patient experienced abdominal infection ("abdominal infection"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), coagulopathy ("blood or heart disorder/condition type: blood clotting") and menstruation irregular ("irregular periods"). The patient was treated with surgery (future removal and hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the device breakage, device expulsion, abdominal pain, coagulopathy, abdominal infection and back pain outcome was unknown and the heavy menstrual bleeding, pelvic pain, vaginal haemorrhage and menstruation irregular had resolved. The reporter considered abdominal infection, abdominal pain, back pain, coagulopathy, device breakage, device expulsion, heavy menstrual bleeding, menstruation irregular, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy added: as per pif product in place where the essure is removed in (B)(6) 2019. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2016: total bilateral occlusion; on (B)(6) 2016: result- no spillage was seen from the tubes. Lot number: c49142 manufacture date: 2014-04 expiration date: 2017-04. Most recent follow-up information incorporated above includes: on 30-apr-2021: medical record received: reporter information, medical record, concomitant medication and lab data were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('heavy bleeding') and device dislocation ('migration of essure device') in a female patient who had essure (batch no. C49142) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain") and coagulopathy ("blood or heart disorder/condition type: blood clotting"). The patient was treated with surgery (future removal). Essure was removed. At the time of the report, the menorrhagia, device dislocation, pelvic pain, abdominal pain and coagulopathy outcome was unknown. The reporter considered abdominal pain, coagulopathy, device dislocation, menorrhagia and pelvic pain to be related to essure. Lot number: c49142 manufacture date: 2014-04 expiration date: 2017-04 quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-jun-2020: quality safety evaluation of ptc we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage'), heavy menstrual bleeding ('heavy bleeding'), device expulsion ('migration of essure device / coil migration uterus cavity') and pelvic inflammatory disease ('small quantity of fluid with inflammatory change within the pelvis') in a 35-year-old female patient who had essure (batch no. C49142) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included anxiety, mood disorder, breast cancer, cyst nos, bipolar disorder, menorrhagia, dysmenorrhea, endometrial thickening, ovarian cyst, dyspareunia, fatigue, bloating, libido decreased, back pain, cervicitis, nausea, chills, headache, migraine, fever and genital bleeding. Previously administered products included for an unreported indication: mirena from 2012 to (B)(6) 2014. The patient also had a family history of breast cancer. Concomitant products included depo-provera, hydroxyzine from (B)(6) 2018 to (B)(6) 2019, lisdexamfetamine mesilate (vyvanse) since (B)(6) 2018, phentermine hydrochloride;topiramate (qsymia) from (B)(6) 2018 to (B)(6) 2019 and topiramate since (B)(6) 2018. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). In (B)(6) 2016, the patient experienced heavy menstrual bleeding (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), vaginal haemorrhage ("abnormal bleeding (vaginal )") and back pain ("back pain"). On (B)(6) 2019, the patient experienced abdominal infection ("abdominal infection"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic inflammatory disease (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), coagulopathy ("blood or heart disorder/condition type: blood clotting") and menstruation irregular ("irregular periods"). The patient was treated with surgery (future removal, hysterectomy with bilateral salpingectomy/colpopexy; cystoscopy and tlh, bi-s, colpopexy; cystoscopy). Essure was removed on (B)(6) 2019. At the time of the report, the device breakage, device expulsion, pelvic inflammatory disease, abdominal pain, coagulopathy, abdominal infection and back pain outcome was unknown and the heavy menstrual bleeding, pelvic pain, vaginal haemorrhage and menstruation irregular had resolved. The reporter considered abdominal infection, abdominal pain, back pain, coagulopathy, device breakage, device expulsion, heavy menstrual bleeding, menstruation irregular, pelvic inflammatory disease, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy added: as per pif product in place where the essure is removed in (B)(6) 2019. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: total bilateral occlusion; on (B)(6) 2016: result- no spillage was seen from the tubes. Lot number: c49142 manufacture date: 2014-04 expiration date: 2017-04. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic inflammatory disease. Most recent follow-up information incorporated above includes: on 21-may-2021: mr received - reporter information , other relevant history, event : " small quantity of fluid with inflammatory change within the pelvis" added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.